Event description:
It was reported that upon review of the fluoroscopy, the conductor cables appear moderately seperated from the lead body. No further information provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.